Event description:
In this event, a pt reported experiencing an unspecified allergic response after placement of a frialit plus implant. Thus the dentist decided to refer the pt to a specialist for removal. Further info is not available as of this MDR eval.

Manufacturer narrative:
While it is unk if the dental implants used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.